Manufacturer narrative:
To date the incident devices have not been received for evaluation. If the devices are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
A medwatch report was received and a patient with afx devices was reported to have a type 3b endoleak with the device described as torn material and stent disintegration. No additional information was reported to endologix for this patient.